Manufacturer narrative:
Product analysis: analysis confirmed there was an issue with the knob. Analysis also noted the upper case around the encoder was broken, there was a backlight issue involving the connecter on the main circuit board, the hanger hinge action was loose, the keypad window was scratched, all four encoder o-rings were missing, the lower case was damaged, and the red wire on the display was pinched. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken control knob. The epg was returned for service. There was no patient involvement.